Event description:
A consumer reported experiencing ocular "burning, redness, pain", and she "couldn't see", left eye (os), after inserting a contact lens into the left eye after using this product. She stated she had inadvertently slept in her lenses overnight and removed them that morning for cleaning. The consumer visited a pharmacist who gave her a saline solution to rinse the eye (os), but this provided no relief. Later in the day, she had "severe pain" and visited a hospital emergency room where the attending physician said it looked like a "chemical burn" and also observed there were two scratches. She indicated the physician treated her with an analgesic for pain and antibiotic eye drops to prevent infection. The consumer complained also of having a "severe headache" and "feeling nauseated" while in the emergency room. In 2008, the consumer reported her vision was clear and the symptoms resolved except for a slight headache on the left side of her head.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Evaluation of a retention sample from lot 135939f is in progress. Batch records were reviewed and no deviations were identified. No similar reports for lot 135939f. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested from the consumer . Consumer provided information. Information was requested from the attending physician. No information was received from the physician.